Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of non-delivery. The root cause of the reported condition was determined to be a damaged switch board knob. The switch board was replaced to resolve the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infuso.r . Device which stopped infusing and began alarming when a bolus was attempted during patient use in the surgery unit, interrupting delivery. No patient injury or medical intervention was reported. No additional information is available at this time.